Manufacturer narrative:
The following fields were updated due to additional information: device available for eval no. Returned to manufacturer on: na. Investigation summary no product or photo was returned by the customer for this file. It was reported that the smartsite set would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. Three samples were received and evaluated under related files, (B)(4). A device history record review for model 20039e lot number 20076799 was performed. The search showed that a total of (B)(4) on 21jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received for this file, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the smallbore 6 inch ext vlv would not flush during use. This complaint was created to capture the 2nd of 5 related incidents. The following information was provided by the initial reporter: "when I attached the normal saline flush to the smartsite set to get ready for the piv start it would not flush site not clamped had to use another one and that one worked fine."

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # 5097538. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smallbore 6 inch ext vlv would not flush during use. This complaint was created to capture the 2nd of 5 related incidents. The following information was provided by the initial reporter: "when I attached the normal saline flush to the smartsite set to get ready for the piv start it would not flush site not clamped had to use another one and that one worked fine."